Event description:
It was reported that customer experienced cgm error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance, after which error did not recur and sensor session was successfully started.